Event description:
The user facility reported that the cath lab was performing a complex interventional procedure and had a terumo runthrough interventional wire fracture while in the patient's coronary artery. The physician attempted to snare and retrieve the fractured wire; however, it was unsuccessful. The wire remained in the patient's coronary artery and, per the physician, was sandwiched in between the outer stent struts and the coronary vessel wall. The procedure was completed successfully, and the patient was in good condition per the cardiologist. An rl was placed; however, the staff did not retain the fractured wire post procedure, and it was discarded by accident. The device stickers for the wire in question were placed on the charge sheet and the associated information was provided. The location of fractured wire was in the 1st diagonal. Five runthrough wires were opened and used for the procedure (B)(6). After speaking to the physicians, they believe this was not a product issue; however, a procedural complication due to the in the diagonal wire getting stuck on the lad stent during a dk crush. No blood loss was reported. There was no surgical intervention required.